Event description:
As reported by customer when utilizing the encore inflation device during a procedure involving balloon inflation, the pressure was not easily decreased during deflation of the balloon. The device was replaced and the procedure completed. There was no patient injury or incident. The used device is being returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, the product evaluation has not yet been completed, therefore a device analysis is not yet available. The reported event is not occurring more frequently or with greater severity than is usual for the device.